Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that today they traveled and turned implant off when they went through airport security. Patient said they turned therapy back on and had noticed that they felt a shock in their back and another shock after that. During call therapy was on and patient said they didn't feel any uncomfortable stimulation. Patient said when they had felt shocks they may have been in different body positions. Ps reviewed if patient felt stimulation uncomfortably they would decrease stimulation. Patient noted they were satisfied with how device was working for them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked if the issue had been resolved they stated that on (B)(6) 2024. They had a mild shock feeling 2 times and then it never happened again. The issue had resolved.